Manufacturer narrative:
Probable allergic reaction to the hema in the desensitizer.

Event description:
The dentist reported that a patient reported severe swelling and developed blisters on the lip after two nights of whitening. The patient was instructed to stop all whitening and was prescribed anti-biotics to control the outbreak. It was advised that the patient stop all whitening until the all symptoms subside. Informed the dentist about the likelihood of an allergic reaction to the desensitizer and any future whitening should not include the desensitizer. Followed up with office on (B)(6) 2017, dentist reported that patient's symptoms decreased significantly, it took more than a week for symptoms to decrease.